Event description:
During product evaluation by a baxter service technician, a colleague infusion pump failed an electrical safety test due to ground connector not being properly connected. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is an unremediated colleague pump with a user interface module software version of 5.03.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be the ground connector not being properly connected. To correct the condition, the panel lockout button nut was tightened and alternating current (ac) cord was replaced. If any additional information is received, a follow-up MDR will be sent.